Manufacturer narrative:
(B)(4). This complaint was reviewed and determined to be a malfunction. The device was received in quality assurance and a visual examination was performed. It was noted that the device was returned full fired with no obvious abnormalities. The sulu was removed from the instrument and the device was cycled. It was noted that there was a hesitation in the handle on the first squeeze. The handle did not return to the home position so it appeared to be loose. The handle eventually functioned properly and the device was fired. Staple formation was acceptable. The reported condition is confirmed. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. The IFU advises the user "to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position". The IFU also visually illustrates the "fired position" to the user. Since the handle did not lock in the back and "fired" position per the IFU, the user did not fire the instrument.

Event description:
Reportedly, the surgeon fired the instrument; however, the cartridge did not fire properly. Opened another one to complete the case. No injury.